Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the first needle was inserted on the tibia at (B)(6) and was not placed. This needle was left in the patient and a second attempt was made and was placed successfully. Intervention - the patient was sent to (B)(6) to have the needle removed but the plastic hub separated from the needle when they attempted to remove it. The patient went to surgery to have the metal shaft of the needle removed.

Manufacturer narrative:
(B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the first needle was inserted on the tibia at (B)(6) hospital and was not placed. This needle was left in the patient and a second attempt was made and was placed successfully. Intervention - the patient was sent to (B)(6) medical center to have the needle removed but the plastic hub separated from the needle when they attempted to remove it. The patient went to surgery to have the metal shaft of the needle removed.